Manufacturer narrative:
Lot # was requested but not provided. (B)(4). The event is currently under investigation.

Event description:
An amplatz ultra stiff wire was used during a cystoscopy with laser lithotripsy. The physician noticed the blue coating was flaking off into patient. It is unknown as to how or if the pieces were retrieved. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation / evaluation: no product was returned; however during the course of investigation, a review of the complaint history, manufacturing instructions (mi), quality control (qc) and a review of specifications was conducted. The manufacturing and qc departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. The product is manufactured to specifications; which detail the manufacturing steps and controls to properly manufacture the product. A possible cause of the complaint may be due to excessive force being used when advancing / removing the wire guide through the cystoscope. The actual use conditions cannot be replicated in the laboratory; therefore, the cause of this complaint could not be conclusively determined. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
An amplatz ultra stiff wire was used during a cystoscopy with laser lithotripsy. The physician noticed the blue coating was flaking off into patient. It is unknown as to how or if the pieces were retrieved. No additional information provided regarding patient outcome.